Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implanted neurostimulator (ins). The hcp reported that the therapy was not effective with existing lead placement. They stated that the cause was that the existing lead is partially anterior. No coverage to left side. Patient experienced uncomfortable stim, and new pain on left leg/back. A new lead was placed, unknown if the issue was resolved.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name: vectris surescan; product ID 977a260 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2023. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.